Event description:
The customer reported the sys would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue is currently under investigation.